Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kumar m, sharma a, ksheerasagar vp, ghosh ak, lal m. Long-term follow-up result of short metaphyseal femoral stem in primary total hip arthroplasty: a retrospective study. World j orthop. 2025 jan 18;16(1):100173. Doi: 10.5312/wjo.v16.i1.100173. Pmid: 39850034; pmcid: pmc11752483. Objective/methods/study data: the aim of this retrospective study was to evaluate the long-term outcomes of short-stem tha. This study included retrospective cases of patients who underwent total hip replacement using a short femoral stem (trilock®; depuy synthes, johnson & johnson, warsaw, in, united states) between may 2006 and november 2008 at the department of orthopaedic surgery, indira gandhi medical college (shimla, india). The most common age group receiving tha was between 30-60 years and were predominately male. All surgeries were performed by the same senior orthopedic surgeon experienced in arthroplasty procedures, using a posterior approach and consistent surgical techniques. Patients were followed for a period of 15 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: short femoral stem (trilock®; depuy synthes). Adverse event(s) and provided interventions possibly associated with unk hip femoral construct tri-lock (qty.7) (n=6) heterotopic ossification; no treatment was indicated. (N=1) a prosthetic joint infection ; no treatment was indicated. Adverse event(s) and provided interventions possibly associated with unk hip femoral stem tri-lock (qty.1) (n=1) aseptic loosening; no treatment was indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.